Event description:
It was reported that during a subclavian vein introducer conversion of a single lumen infusion catheter to a double lumen catheter, the guide wire separated and a portion embolized. The retained portion was removed by an interventional radiologist. There were no additional pt complications.